Event description:
As reported, the logistics team found dirt in the ncircle tipless stone extractor's packaging while checking the product during receiving. The device made no patient contact. No adverse effects were reported.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E1: customer name and address = phone =(B)(6).e3- occupation: quality assistant. G4: PMA/510(k) number = exempt . This report includes information known at this time.¿a follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown, or unavailable. Investigation ¿ evaluation as reported, the logistics team found dirt in the packaging of a ncircle tipless stone extractor. The issue was discovered during the process of receiving and checking products and was not associated with a procedure. No adverse effects were reported. Reviews of the complaint history, device history record (DHR), and quality control procedures, as well as a visual inspection of the returned device, were conducted during the investigation. One device was returned in unopened packaging. The returned device was found to have a small piece of foreign matter in the sealed pouch. The material was fibrous in appearance. Additionally, a document-based investigation evaluation was performed. In response to this incident, cook completed a review of the product device master record (dmr) and concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. Cook also reviewed the DHR for the complaint lot which revealed no related nonconformances to this incident. A lot history search found no other complaints had been reported for this lot. Based on this information, there is no evidence to suggest that nonconforming product exists in the house or in the filed. Based on the information provided, inspection of the returned device, and the results of the investigation, it was determined the cause of this event is related to manufacturing. The packaging operator and quality inspector were both informed of the issue. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.